Manufacturer narrative:
(B)(4). Email address for contact office is: (B)(6). Discrepant negative crossmatch results for one proficiency sample. The root cause of the discrepant negative crossmatch results could not be determined. No general product failure was identified. No biased result was reported to the physician. No patient was harmed.

Event description:
On (B)(6) 2022, a customer complained to ortho care after obtaining what was described as discrepant negative major crossmatch results for a proficiency sample using mts anti-igg card lot 092321001-11 in manual technique. Complainant/complaint reporter: (B)(6) - laboratory supervisor. Date of events: (B)(6) 2021. Reported on: (B)(6) 2022 by (B)(6) to the orthocare helpdesk. Reagent: ortho mts anti-igg card (product code mts084024; lot 092321001-11; expiry 08 july 2022; manufactured 21 october 2021). Proficiency information: american proficiency institute survey sample ser-12. Donor -03. The customer reported that, on (B)(6) 2021, they had tested a proficiency sample (american proficiency institute survey sample ser-12) for major crossmatch testing against proficiency donor sample -03 using ortho mts anti-igg card lot 092321001-11, and that they had obtained a negative (compatible) result. The customer stated that they were expecting a positive (incompatible) result. The customer reported that they repeated testing using the same reagents and technique multiple times by alternative laboratory technicians, and obtained the same negative (compatible) results. No further detail provided. The customer reported that no biased result was reported to a physician and no patient was harmed as a consequence of the reported events.